Event description:
It was reported that the patient presented for a scheduled implant and ablation procedure. After implanting the leadless pacemaker successfully, an ablation was performed. While performing the ablation, it was noted that the patient's leadless pacemaker entered into noise reversion due to electromagnetic interference and was inappropriately pacing at a high rate. No intervention was performed, and the device remained implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of ablation-induced paced events from the lp could not be confirmed. Based on the available evidence, this analysis concludes that the observed events are most-likely ablation-induced pvcs/nsvts rather than lp-sourced paced events. There is no evidence of any device malfunction or unexpected behavior.